Event description:
It was reported that the non-boston scientific right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements that resulted that this pacemaker triggering a lead safety switch to unipolar mode. There was no noise observed. Troubleshooting and programming options were recommended. The product remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).